Manufacturer narrative:
This product is manufactured but not marketed in the u.s. Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vtich12.1, diopter +4.0/+1.5/071 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. A refractive surprise was noted by the surgeon. Reportedly, 1% atropine was used in the left eye. Surgeon is awaiting consultation to determine the next course of action.

Manufacturer narrative:
Lens was explanted due to refractive surprise. The lens was exchanged on (B)(6) 2017 for a same model different diopter lens. The problem was resolved and the patient is happy. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).